Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the user facility that the ventilator to which patient was connected went blank and switched off suddenly. Bagged patient on 100% oxygen whilst getting another ventilator connected to the patient. There was no report of a patient injury.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected evita xl was manufactured february 2013 and the log file was provided for the investigation. Based on the log entries the reported device behaviour could be reproduced. On (B)(6) 2018 at 14:19 (device time) during ventilation in the mode CPAP asb a hardware failure was detected. In reaction to this the device performed three warmstarts until it was shut off by the user within the same minute by switching off the mains switch. Based on the log entries is likely that either the mixer cartridge for air or oxygen is faulty. In further communication it was verified by the clinical engineering department of the customer that one of the mixer cartridges is faulty. As the device or faulty parts were not available for the investigation, a further analysis was not possible. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart (duration approx. 8 seconds) the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This procedure is accompanied by an audible alarm. In the event of an unsuccessful warmstart due to an irreversible hardware deviation, a continuous audible alarm will be activated and the emergency-breathing valve would remain open. Manual ventilation may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.